Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw would not hold the saw blade. There was no patient involvement.